Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator internal battery. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator internal battery. There was no harm or injury reported. The initial complaint should have stated there was a low run time on the internal battery. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was found to operate and alarm as designed.